Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. No this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was noted during testing, in the pump history file, in the long trace file, or in the power management graph. Self test returned an unexpected phardware low level failures. Hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had over consumption battery. No harm requiring medical intervention was reported. The device will be returned for analysis.